Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced difficulty with recharging their ipg. As a result, the ipg became inoperable and resulted in the loss of therapy. The patient underwent surgical intervention on (B)(6) to have their ipg replaced with a different model. Issue has been resolved.